Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in-clinic. Upon interrogation, the right atrial (ra) lead was found to exhibit failure to sense, which confirmed ra lead dislodgement. No imaging was performed. The ra lead was explanted and replaced on (B)(6) 2021. Patient was stable throughout.